Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was removed and observed electrode was only about 5 mm. The customer's blood glucose value was unknown. It was also reported that they received multiple error alarms. The sensor will not be returned for analysis.